Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user verified the orders, but it never crossed and users claim order was not visible. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the orders had been verified multiple times, and the user complained that they never crossed. A technical support specialist (tss) found that the server had been rebooted as part of troubleshooting. Tss verified that message processing on the server, including during the two orders, had been current and successful. Although station time issues are common, station had no such errors. Tss found that the station database had been producing a logon error, which could have caused the issue, and proceeded to install a new database to prevent it from recurring. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user verified the orders, but it never crossed and users claim order was not visible. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.